Event description:
The customer reported that following a diagnostic catheterization procedure on july 13, 1999, a vasoseal vhd collagen plug was deployed. On july 19, 1999, the pt presented complaining of swelling, pain and redness at the right groin catheterization site for three days. Positive pulses were found bilaterally and no bruit or pulse was felt over the inflamed area. The pt was admitted to the hosp and surgical incision and drainage was performed. IV kefzol was administered to the pt and blood cultures were taken which proved positive for streptococcus. No further complications were reported.